Event description:
The nursing unit reported they have had over a dozen magnet failures on this device. We utilize tether alarms for patient that are high risk for falls. This particular lot was purchased in the fall of 2009. The magnet is what connects the tether to the alarm. When the patient moves, the magnet pulls away from the alarm device causing an alarm to sound. The magnet housing is made of a two piece plastic design with magnets inside. The magnets are separating at the seams causing the alarm not to function when the tether is pulled away. This is a potential safety issue as tether alarms are utilized as one component of an early warning for fall prevention.the manufacturer has provided some replacement tethers.